Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose of 2 mmol/l. The customer did not experience any symptoms such as a result of low blood glucose. The customer treated with the fast acting glucose. The customer also reported that they had a stuck button. The insulin pump will not be returned for analysis. Unomedical infusion set.